Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was not removed since the reprocessing was not conducted properly due to leakage from scope connector cover. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the stain/discoloration found on the distal end, other evaluation findings are as follows: water tightness was lost due to wear of the scope cover packing; the air/water cylinder and suction cylinder had no color; the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover; the bending angle in the left direction did not meet the standard value due to wear of the angle wire; and the connecting tube was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a stain/discoloration was found on the distal end of the endoscope. The scope was found to be incorrectly reprocessed and used. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.